Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an altitude alarm occurred. The customer's blood glucose was 178-193 mg/dl. The customer continued to use the pump for insulin therapy.